Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient presented to the hospital on 12/1/16 and his heart failure decompensated and eventually went into a pulseless electrical activity (pea) rhythm and expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiac/pump failure. No further information is available at this time. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.

Manufacturer narrative:
(B)(4).

Event description:
New information received stated that the patient presented in his cardiologist¿s office and was complaining of shortness of breath and was instructed to go to the ER. Patient's condition progressively got worse in the hospital and developed multi-organ failure with acute on chronic renal failure. CT also showed that the patient had megacolon. Patient later developed acute respiratory failure and was intubated and had cardiogenic shock.